Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting frequent loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings:a review of the black box showed loss of prime warnings associated with an occlusion and a cartridge change; no unexplained loss of primes were observed. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no alarms occurring. The pump was found to be performing within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.